Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) was reprogrammed due to the patient's atrial fibrillation (af). After the programming session, the patient complained of chest pain. The patient went back to the clinic and the mode switch had automatically turned "off" as the default. This is the normal function of the device. The device was reprogrammed back to the mode switch "on". The device remains in use. No patient complications have been reported as a result of this event.